Manufacturer narrative:
H.6 results eval codes: smiths medical asd, inc. Had rec'd a recall package from our MFR of this device (mms) in 02/2005. This event report was rec'd before this hosp had returned the requested units per the recall instructions. The instructions for use have instructions for pretesting the unit before use. This device defect should have been found during the pretesting of the unit.